Event description:
The advocate stated two of his son's blood glucose readings were not stored in the memory of the contour next. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.